Event description:
It was reported by the clinician that they had an incident with a spring wire guide (swg) being inadvertently "lost" in a patient during a catheter exchange. No further details are available.

Manufacturer narrative:
Sample will not be returned for evaluation.